Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the first handle did not work at all, even though it was inserted into any battery charger and removed from the charger after a certain period. The metal part of one of the chargers was sticky, and the lamp also lit up in red and was in an error state. On the second charger reported, the green indicator kept flashing even when the handle was not inserted. The handle did not work even though it was inserted into a demo charger. When the power cord was removed, turned off the power, connected the cord again, and turned on the power, the flashing green state disappeared. A demonstration machine was rented to the facility because the issue could not be solved, and the surgery would be hindered. There was no patient involvement.